Manufacturer narrative:
An evaluation of the treatment tip was completed. The tip passed leak and thermistor testing. During visual inspection a dent was observed on the tip. Functional testing was not performed due to the tip being expired. No issues were found related to this event during evaluation of treatment tip. A treatment card was not returned for evaluation, however it was reported that no system errors or anything out of the ordinary occurred during treatment. A review of the manufacturing records showed all requirements were met. Blisters and redness are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. Based on the available information, burns and redness are known possible adverse patient reaction to thermage flx treatment.

Manufacturer narrative:
The conclusions from the previous report submission remain unchanged. Dents do not cause risk to patient as radiofrequency energy still distributes uniformly across the tip. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The complaint type is identified within risk analysis and performing within anticipated rate. Based on the available information burns and redness are a known possible side effect during a thermage flx treatment. No corrective action is necessary at this time.

Event description:
This patient didn¿t have permanent damage, but the healing process took 2 years. The customer provided multiple prp treatments done by a plastic surgeon. The face burn was 1st degree with the derma and epidermal areas affected.

Manufacturer narrative:
Product has been requested but not yet received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced a blister next to their nose after undergoing a thermage treatment. This was the first time the treatment tip was used and nothing unusual was observed during treatment. Prior to treatment the patient was administered one paracetamol tablet. The highest level of energy used was 3. The patient first presented with a rough and red area that was visible around the nose and jawline. Five days post treatment an image of the injury was taken. The available image was reviewed and confirms that a blister developed to the left of the patient¿s nose. The patient was treated with sudocream and kelo-cote cream. The patient is currently presenting with pigmentation on their nose. A sunken scar beside the nose is also visible. It is unknown at this time if there will be permanent damage.